Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, three elbow plates and screws were removed. The patient wanted the hardware removed. The procedure outcome was unknown. There was no patient consequence. This report is for one (1) 3.5mm lcp hook plate 3 hole. This is report 2 of 4 for (B)(4).